Event description:
To whom it may concern: the snorple appliance failed after only 2 weeks of use. I understand that this product is currently undergoing FDA 510k evaluation. Please feel free to contact me if there is any further info required or if there is any clarification of info submitted in this report. Regards, (B)(6). I received the product on (B)(6) 2021. I started using it immediately. In about 2 weeks I noticed that material (thermoplastic) was starting to separated from the frame. By (B)(6) I emailed the company to 2 separate email addresses to inform. No reply. By (B)(6) I quit using it as it was 1/2 separated and I feared complete separation. As this is a snoring appliance I actually feared choking on it. I did not realize that this item was not FDA approved when I ordered it. Because I did not receive replies to my emails, I called the principle of the company. Called twice - did not received replies after leaving my name and phone number and message indicating the problem. As mentioned, I was unaware that this product was not FDA approved. I ordered it on (B)(6) 2021, received it on (B)(6). When I noticed the problem, I went to their website snorple.com which is where I ordered it. At this time "currently undergoing FDA 510k evaluation". This is why I am contacting the FDA with this report. The principle I called twice and have not received a reply is: (B)(6). Ps: I also contacted the company by email when I received it as I thought it was too narrow for my mouth. Again I received no reply.